Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav1377 showed no other similar product complaint(s) from this lot.

Event description:
It was reported that dilator in the kit was occluded. There was no patient involvement. (B)(6) 2018 additional details - returned dilator has blood residue and a damaged tip.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded dilator was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 14fr dualator vessel dilator and one 13fr dualator vessel dilator. Blood residue was observed throughout both samples. The tip of the 14fr dilator exhibited discoloration and deformation. The 13fr dilator appeared undamaged. An attempt to infuse water through the 14fr dilator using a 12ml syringe revealed the sample to be patent to infusion; however, resistance was observed due to the tip deformation. Microscopic inspection of the 14fr dilator tip confirmed extensive deformation and discoloration. The edges curved inward and the tip was blunted. The tip compression, deformation and blunting were consistent with device damage caused by attempted insertion against resistance. The biological residue indicated that damage occurred during attempted use. A lot history review (lhr) of reav1377 showed no other similar product complaint(s) from this lot

Event description:
It was reported that dilator in the kit was occluded. There was no patient involvement.